Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the devices functioned as intended. Some days post operatively, the pt experienced bleeding at the anastomotic site. The anastomosis was open. An ostomy was performed. The devices were discarded bacause at the time of the surgery everything looked fine. There was no other reported pt consequence.